Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation with one i3 accessory set except the power cord and power supply. Due to the lack of missing power accessories both golden power cord and power supply were used to perform all testing and performances. Customer reported pes revealed exposed wires coming from the power cord ¿ inconclusive incomplete return. Due to the lack of missing power cord, it is unable to determine if the power accessory was the initial cause. Unconfirmed.